Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the right deep brain stimulation (dbs) electrodes were found to have low out of range impedances during a device interrogation on (B)(6) 2018; there was no clinical correlation. The etiology was noted as related to the device/therapy and not related to the implant procedure; the lead was noted. The actions/interventions taken to resolve the event included reprogramming the patient on (B)(6) 2018; however, the event remained ongoing. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The outcome was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient weight was unknown. The cause was unknown.